Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the rexroth valve is stuck. Associated malfunctions for this device: poppet valve not shifting, zip ties leaking.